Manufacturer narrative:
Initial reporter indicated that no sample was available for eval and investigation. The info contained herein is based on the info provided by the initial reporter. The reporter stated that the pt had developed severe joint cartilage damaged (chondrolysis). No problems with the operation of the pump were reported. In late 2006, in light of the possible connection between the use of bupivacaine in the intra-articular space and the onset of chondrolysis as suggested by the literature, and in an abundance of caution, I-flow modified the on-q directions for use (dfu) by adding this warning: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that a pt had developed severe joint cartilage damage following surgery for an open inferior capsular shift the use of an on-q pump.